Event description:
It was reported by the customer's mother that her son was hospitalized when his blood glucose level went to 1.2 mmol/l. The doctors were unable to find the reason why his blood glucose level was going low. When the reservoir was removed, the customer's mother stated that the insulin started to come out of the bottom of the reservoir. Customer has been treated with a glucose pen. Customer's current blood glucose level was 16.2 mmol/l. Customer was admitted as inpatient for medical treatment. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. No additional information provided.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump rewinds at the beginning of motor travel with no reservoir in the reservoir tube during the displacement test and alarmed for no delivery during the excessive no delivery alarm test due to dried insulin on the motor slide.the prime test, basic occlusion, and occlusion test could not be performed due to the unexpected no delivery alarm. A cracked reservoir tube lip was noted.